Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was based on the log file of the affected savina and considered all other information available. Based on the investigation it could be confirmed that the device had performed a restart on the 16th of march, 2020 between 06:30 p.m. And 07:30 p.m. As reported. The log file shows a corresponding error code at 06:30 p.m. Indicating an unexpected warm start after a power interruption. The investigation concluded a faulty power supply or an overaged and deeply discharged internal battery to be the root cause of the reported event. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec the device continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The device reacted as specified and generated an appropriate alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It ws reported, that the "device turned off during patient use." There was no patient injury reported.